Manufacturer narrative:
Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. A visual evaluation of the returned device revealed the guide catheter was stretched and broken near the proximal end, with some portion of the guide catheter remaining inside the delivery system. The proximal end of the push catheter assembly was buckled. The push catheter was cut to evaluate the distal portion of the guide catheter assembly. The distal portion had kinks/bends/indentations which were likely due to the suture embedding inside the guide catheter assembly during retraction or deployment. A functional evaluation could not be conducted due to broken guide catheter assembly. No damage was observed on the stent or the suture assembly. Based on the analysis of this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a (patient age, sex and weight are unknown). During the procedure, the guide catheter could not be retracted and the stent was not deployed. The procedure was completed with a second flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.